Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve procedure. While applying the stapler to the stomach the surgeon was able to press the green firing button but unable to squeeze the handles and fire the device. The stapler was unable to fire while being used on resection of stomach. It is unknown how the case was completed. Patient status is alive, no injury.